Event description:
Reference MDR #1219856-2009-00462 for the first pump report involving same pt. It was reported per the sales representative that in 2009 at 1820h, a call was received from the chief of perfusion. There is a male pt in cath lab, who required an intra-aortic balloon (iab) and iab pump. The second pump also alarmed "purge failure" and per the perfusionist, again pumping could not be initiated. Additional info on 10/02/09 stated that the second pump remains in biomed department. Reference MDR #1219856-2009-00464 and MDR #1219856-2009-00465 for related intra-aortic balloon reports.

Manufacturer narrative:
Product will not be returned for eval.